Manufacturer narrative:
The customer moved all sample testing to additional advia centaur xp systems at their site. A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse examined the system fluidics, mechanical calibrations, and qc (quality control) data and determined that the elevated result could only be caused by fibrin in the sample. The fse ran background checks which confirmed this conclusion and also indicated low level contamination of onboard water. The examination of the instrument did show that daily cleanings are continued to be missed about 40% of the time because the system is always running at the times the cleanings are scheduled to start. As a result, changed the dcp (daily cleaning procedure) autostart times to 16:00, 17:00, or 18:00 as options. The customer was informed of the issue and if the missed cleanings continue to be an issue, then the customer will opt back to starting the cleanings manually. The fse performed the system decontamination and performed background checks. The background results confirmed the decontamination was successful. All the assays were calibrated and verified with the quality control. A few patients samples were run on another advia centaur xp and the results correlated. The fse replaced the degasser that was removed for decontamination and the ancillary rinse station. The cause for the false high total hcg result could be sample integrity/ fibrin. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
A false high advia centaur xp total hcg result was obtained for a patient sample. The result was reported to the physician and was questioned. The patient sample was rerun and the result was lower. A corrected report was issued. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant total hcg result.